Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a vascular embolization procedure within the patient's liver, the patient had coded on the procedure table, the medical team was using red contrast syringes during this procedure for fluoroscopic imaging, during the patient code, it was first reported that the medical team may have inadvertently grabbed a red embolic syringe thinking it was contrast syringe and injected the embolic into the patient's vascular system. It was also reported that the physician did an extensive "post-procedure" review of events that took place and believes that the patient may have experienced reflux of the embolic material that led to non-target embolization instead. Regardless the embolic product allegedly migrated to the patient's lower leg. The patient was referred to surgery for amputation. The patient was critically ill suffering from simultaneous comorbidities and pre-existing complications at the time.